Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (20 mg/ml at 6.011 mg/day) and bupivacaine (20 mg/ml at 6.011 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. Pump interrogation on (B)(6) 2014 indicated "motor stall occurred" and "stopped pump period may exceed tube set". The patient symptoms related to the event, the troubleshooting done, actions/interventions taken, the cause of the event, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.